Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that changes were made to the programming. The results of the troubleshooting were still unknown and no other information was available.

Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp), that a patient state they were experiencing shocking. The patient would be seeing the hcp on the day of the report and they would do impedance test, x-ray, scope and reprogramming, if needed. There were no reported traumas or falls. The hcp was going to let the rep know the outcome after seeing the patient and the rep may have an update. The implantable neurostimulator (ins) indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.